Event description:
Approximately a year and ten months post index procedure, the patient complained of chest pain and was taken to the hospital. Coronary angiography was conducted and thrombus was observed in the cypher stents. The thrombus was treated with aspiration and plain old balloon angioplasty. Fifteen days later, the patient recovered and was discharged from the hospital. The patient had a lesion in the de novo, proximal to mid left anterior descending branch. The vessel was type b2, eccentric and ostial. The lesion length was 15.53mm and vessel diameter was 3.75mm. The patient was admitted for an elective case in 2005. First a 2.5 x 18mm cypher stent was implanted at 16atm for 20 seconds. Then a 3.5 x 23mm cypher stent was implanted at 16atm for 20 seconds, proximal to the first cypher stent, overlapping it. An intravenous ultrasound was conducted. The residual percentage of stenosis was 0. The physician commented that the thrombotic event was possible caused because ticlopidine hydrochloride was not re-started after surgery for cancer. The patient stopped taking aspirin in two months later, and ticlopidine hydrochloride was stopped in 2007 due to surgery for prostate cancer. The patient's medications include the following: aspirin (pre, intra and post procedure), ticlopidine hydrochloride (pre, intra, and post procedure) and heparin (intra procedure).

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This one of two products involved with this adverse event in which associated MFR report numbers are 9616099-2007-01935 and -01936. Add'l info will be submitted upon 30 days of receipt.